Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to the implantable pulse generator (ipg) not holding a charge. Additional information was received stating that this scs ipg was replaced as an upgrade due to magnetic resonance imaging (MRI) reasons.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. The correct aware date of the initial report should have been january 24, 2023.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to the implantable pulse generator (ipg) not holding a charge.